Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a probe would not cut during surgery. The blades did not close to cut. The probe was switched out and the case was completed with no reported delays. There was no patient harm reported and the customer was not willing to provide any additional patient information.